Manufacturer narrative:
Device evaluation: one level 1 hotline blood and fluid warmer was received for evaluation in poor condition. The tank cover was found to be cracked and started leaking as soon as water was added to the tank, confirming the reported complaint allegation. The investigation noted the problem source was caused by user interface, where damage to the tank cover would be caused by the customer.

Manufacturer narrative:
Additional information received: the reporter provided information stating that the issue was discovered during a pm and no patient injury occurred. In addition, it was noted that no alarms were observed and the tank of the warmer was not empty.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer leaks water. No adverse effects were reported.